Event description:
Issue reported on 10/20/2020: during surgeon's lap. Lar cst loaded the psee60a powered stapler with the gst60b load to staple across the sigmoid colon. While the surgeon maneuvered the stapler to the correct position the gst60b staple cartridge fell out of the stapler. Normally this would be considered user error. However, this same incident happened the day before during the same type of procedure (the assistant for this case was also on the case the day before) and the cst in this case has loaded this cartridge into the stapler successfully multiple times without this incident ever happening. These two factors lead us to believe there might be something wrong with either the stapler or cartridge or both. The psee60a and gst60b were taken off the sterile field and placed back into their original packaging with lot numbers. The ethicon vendor was notified and he came into the room and gathered information. He stated he was contacting his corporate office to submit a product inquiry. He asked for the product and I told him we had to take possession of it. FDA safety report ID # (B)(4).